Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the pacer-dependent patient presented remotely via merlin.net. Transmissions showed, that the right ventricular (rv) lead exhibited noise oversensing. Which resulted, in episodes of high ventricular rate. Programming changes were made. The patient presented for a follow-up in the clinic. And it was noted, that the noise was reproducible with isometric movement. The rv lead was explanted and replaced. Additionally, the physician chose to explant the pacemaker and replace it prophylactically, due to an advisory. The patient remained in stable condition.

Manufacturer narrative:
Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. The device was found to communicate appropriately with a merlin programmer. No anomalies were found.